Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that during a percutaneous coronary intervention procedure, plaque embolization and cardiac arrest occurred. The moderately calcified, 75% stenosed, eccentric shaped, de novo lesion was located in the moderately tortuous, mid right coronary artery (rca). The lesion length was 15mm and the vessel diameter was 3.5mm. A non-bsc balloon was used to pre-dilate the lesion. Next, three unsuccessful attempts were made to perform intravascular ultrasound (ivus) so the physician decided to dilate the lesion again using an apex 3.5x12mm balloon. At this time it was noted that plaque from the lesion site had migrated to the atrioventricular branch of the rca and posterior descending branch of the rca. This caused the patient's heart rate to decrease and cardiac arrest to occur. The physician performed heart massage, inserted a temporary pacemaker and aspirated the plaque. The procedure was then completed with another of the same device. No further patient complications were reported.